Manufacturer narrative:
H3): the glidelight''s teflon outer sheath was returned for evaluation, and measuring approximately 15 inches in length. Visual inspection found both ends were cut (modified after manufacturing), and held a slightly bent shape. Extending from one of the cut ends, a linear tear was observed, approximately 4 cm in length. H6): based on the device evaluation and investigation, the cause of the failure has been determined to be use related. Modification (cutting) of the outer sheath weakened the material and led to the damage observed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and the glidelight''s teflon outer sheath on the ra lead, the lead was successfully removed. Next, while working to remove the rv lead, the teflon sheath split, and the patient''s hemodynamics deteriorated. Rescue efforts began, including sternotomy. A perforation at the ra/rv junction was discovered and repaired. The rv lead was removed post-sternotomy and the patient survived the procedure. This report captures the glidelight''s teflon outer sheath which split, causing the perforation, requiring intervention.

Manufacturer narrative:
G3): additional device evaluation and investigation were completed 16jan2024. H3): further information confirmed that the physician stated only one end of the glidelight outer sheath had been cut (in the initial MDR, it was reported that both ends were cut); therefore, further testing was performed. As a result, it was confirmed that the split (blunt) end of the outer sheath had not been cut. The split originated from the inside, buckling from a large amount of force applied to the outer sheath while it was in contact with a hard edge within the vasculature. There was no manufacturing defect identified. H6): the cause of the device damage remains use related. In the spectranetics IFU, it states that the outer sheath is used during the extraction procedure as an introducer and to support and align the laser sheath. Additionally, the IFU states that when using an outer sheath, use an inchworm technique (alternating advancing the outer sheath and laser sheath), in order to progress through the vasculature. All codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.